Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower screen on the external pulse generator (epg) was not working. It was noted that the epg would just pace but the rates or outputs could not be adjusted. The epg model is no longer being serviced. There was no patient involvement.